Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced but had difficulties crossing the lesion. With the tip of the device slightly positioned in the lesion, pre-dilatation was performed. First and second inflations were performed at 6 and 8 atmospheres, respectively. However, on the third inflation at 12 atmospheres for 22 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. There was blood in the wire lumen. There were multiple hypotube kinks. Microscopic inspection revealed a pinhole in the balloon material. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced but had difficulties crossing the lesion. With the tip of the device slightly positioned in the lesion, pre-dilatation was performed. First and second inflations were performed at 6 and 8 atmospheres, respectively. However, on the third inflation at 12 atmospheres for 22 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.